Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had an epidural and was initially comfortable with the start of the epidural. After initial bolus wore off patient got super painful. Bag was checked and found to be completely full. It had been set up correctly and started but not infusing. Troubleshooting was initiated and it was decided to use a new tubing and pump worked fine. No medical or surgical intervention was reported.